Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to surgery. In surgery, no perforation was found to repair. The patient is in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.